Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lead migration ¿two years later.¿ no further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.